Event description:
The customer contacted physio-control to report that their rebooted itself during a patient event. The customer advised that the device screen became white and the words, "self diagnostic test" appeared. The device stayed in this state for 3-5 minutes and then powered off and then back on again by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed that the customer attempted to use the device around 3 am while the device was in the daily self test. The device took 4 min and 32 sec to perform and transmit the self test, the user powered the device on 5 seconds later. Physio determined that the cause of the reported issue was use error and that the device operated as normal. The customer received a replacement device under warranty and the received device was sent to retention.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their rebooted itself during a patient event. The customer advised that the device screen became white and the words, "self diagnostic test" appeared. The device stayed in this state for 3-5 minutes and then powered off and then back on again by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.